Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported. Additional information was received reporting that the right ventricular lead was replaced due to high thresholds.

Manufacturer narrative:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported. Additional information was received reporting that the right ventricular lead was replaced due to high thresholds. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure wire no conclusion can be drawn.